Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a cp pump placed for 65-year-old male patient admitted in with st-elevated myocardial infarction and support during cardiopulmonary resuscitation (CPR). CPR was performed was for 90 minutes and the patient was taken for external jugular vein cannulation and placed on ECMO. The patient had severe hypovolemia and lactic acidosis when mass transfusion protocol was initiated. However, the patient developed disseminated intravascular coagulation (dic) and renal failure and a decision was made by family to withdraw care. The patient subsequently expired.

Manufacturer narrative:
The investigation of renal failure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27031. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27031 as it is unknown if the initial reporter also sent the report to the food and drug administration.